Manufacturer narrative:
The complaint was confirmed in the lab for a leak due to a cracked/broken spike. The spike was cracked/broken at the base/root of the spike shaft area. Reference renq-CAPA for cracked/broken spikes. Investigation activities within renq-CAPA have shown that the probable root causes for cracked/broken spikes are a slight drift of increasing spike od and smoother spike surface finish, although still within specifications. The actions implemented through the spike supplier have been to target the machined spike to more favorable ranges on the surface finish and od of the spike. Studies have shown that these targeted changes correlate to lower spike/port removal forces, which should result in a decrease in cracked/broken spike complaints due to less applied stress over time. The targeted uv spikes will be monitored in the field for effectiveness and renal quality engineering and product surveillance will continue to track and trend these complaints.

Event description:
During the evaluation of a returned transfer set, a cracked/broken spike was discovered. No patient injury or medical intervention was associated with this incident.